Manufacturer narrative:
This case was initially received via regulatory authority (medsafe, reference number: (B)(4)) on 15-apr-2021. The most recent information was received on 27-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('the coil appears to have migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("chronic fatigue") and back pain ("back pain"), 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and procedural pain ("I have had invasive, and once again excruciatingly painful scans completed"). Essure treatment was not changed. At the time of the report, the device dislocation, fatigue, back pain and procedural pain outcome was unknown. The reporter considered back pain, device dislocation, fatigue and procedural pain to be related to essure. The reporter commented: approximately 4 months after insertion chronic fatigue and back pain started. Debilitating issues continued to arise. For almost a decade I have been ignored when suggesting I need a pelvic scan as there is something wrong with the coils. No medical professional has bothered to inform themselves of my implants, even when questioning me about what they are when they appear in imaging. Finally, at my own expense I have had invasive, and once again excruciatingly painful, scans completed and will have those results shortly, however, it appears my fears are not unfounded and in fact the coil appears to have migrated diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: the coil appears to have migrated. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (medsafe, reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('the coil appears to have migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("chronic fatigue") and back pain ("back pain"), 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and procedural pain ("imaging. Finally, at my own expense I have had invasive, and once again excruciatingly painful"). Essure treatment was not changed. At the time of the report, the device dislocation, fatigue, back pain and procedural pain outcome was unknown. The reporter considered back pain, device dislocation, fatigue and procedural pain to be related to essure. The reporter commented: approximately 4 months after insertion chronic fatigue and back pain started. Debilitating issues continued to arise. For almost a decade I have been ignored when suggesting I need a pelvic scan as there is something wrong with the coils. No medical professional has bothered to inform themselves of my implants, even when questioning me about what they are when they appear in imaging. Finally, at my own expense I have had invasive, and once again excruciatingly painful, scans completed and will have those results shortly, however, it appears my fears are not unfounded and in fact the coil appears to have migrated diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: the coil appears to have migrated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.